Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found white residue that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue is acceptable and does not contact the implant which is contained in a poly bag. This complaint has been confirmed by evaluation of the returned product. The device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a foreign substance was found on the plastic lid within the sterile package when the package was opened. There was no reported patient involvement.